Event description:
It was reported that guide wire tip detachment occurred. The target lesion was located in the circumflex artery. The 185cm pt² guide wire was advanced to the lesion; however, the distal 2cm of the guide wire detached and remained in the distal segment of the circumflex artery. There was no attempt to retrieve the detached segment of the guide wire as it was located in a very small vessel. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).